Event description:
It was reported the patient had his inflatable penile prosthesis removed on unknown date due to an unspecified reason. A new 16cm x 9.5mm spectra penile prosthesis was implanted on (B)(6) 2018.